Event description:
A nurse reported that the cutter intermittently stopped during a procedure. Another probe was used to complete the case. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).